Manufacturer narrative:
Customer service emailed the customer and requested she contact them for further assistance. In follow up with a complaint handler on 09/14/2021, the customer stated she purchased new tubing for her breast pump and she went to the (B)(6) for medication for mastitis. She was prescribed antibiotics on (B)(6) 2021 to take for 10 days. She had pain start on (B)(6) 2021 and went to the (B)(6) the next day. She has finished the medication and her mastitis is resolved. She now applies lanolin each time she pumps. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer emailed medela llc and alleged that her pump in style breast pump's suction was very strong and her pump was loud. She had to go to urgent care because the area under her nipple had become raw, was bleeding, and hurt.